Event description:
The surgeon implanted a wrx-5470 in a middle-aged female pt on (B)(6) 2013. Her canal was very tight and required reaming for several minutes to make space for the implant. Two months post-op, the pt was performing rehabilitation hand exercised and heard a "pop" in her arm, an x-ray revealed that the radius broke near where the wrx implant grippers contact the bone. The surgeon believes that excessive reaming during the initial procedure weakened the bone which led to the subsequent fracture. The surgeon plans to remove the wrx and plate the fracture.